Manufacturer narrative:
Method; followed up with company representative.

Event description:
It was reported that a patient underwent a kyphoplasty procedure, planned for levels t11, t12 and l1 in the prone position. 10cc of xpede pmma was injected at each level. As the physician was removing the trocars after the last fill at l1, hypotension was observed by the anesthesiologist. The patient was sutured and turned over on the table. Within 10 minutes of the hypotension, the patient went into full cardiac arrest. Resuscitation measures were implemented by means of CPR and administration of two injections of epinephrine; however, the patient expired. Active c-arm was used during the case. Films were taken up to the time of the cardiac arrest and no irregularities were reported. There was no evidence of any cement extravasation. No autopsy will be performed. No further information was reported.